Event description:
It was reported that there was acute threshold rise observed on both the right ventricular (rv) and right atrium (ra) lead trends. It was also reported that the implantable pulse generator (ipg) device interrogation revealed that the atrial sensed signal coincided with the ventricular sensed signal, as well as no atrial pacing capture. The patient reported fatigue and thumping/pounding in the chest. Therefore the device was programmed to vvi 40. Furthermore, it was reported that the ra lead dislodged, and during repositioning of the ra lead the rv lead moved and was also required to be repositioned. Both the device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.